Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va11lup, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the electrode popping out, stimulator moving, and pain started around (B)(6) 2017. The pain at the implant site had been resolved.

Manufacturer narrative:
Other applicable components are product ID 3889-28 lot# va11lup serial# implanted: (B)(6)2015 explanted: product type lead. Date of event: (B)(6) 2016 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient received a new implant because during a pocket revision, the surgeon noticed that one of the electrodes had popped out. Patient stated that the ins had started hurting, had moved and started to push out more. Patient mentioned that they did have a fall before they noticed these changes. Patient said they saw the health care provider (hcp) and he suggested that the patient should consider switching programs. Patient confirmed that they were experiencing symptoms improvement of 50% , however they would like to know if they could get even better control. Patient was advised to monitor symptoms and adjust settings as needed. No further patient complications were reported as a result of this event.